Event description:
The customer reported to olympus, the camera head had an error code and was not reading the camera. The issue was found during preparation for use, prior to sedation, for an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. The device evaluation found an additional finding of no image on the display that was observed due to a faulty cable. Based on the results of the investigation and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause for the additional finding is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The instruction for use manual provides the following information: "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿." "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had an error code and was not reading the camera. The issue was found during preparation for use, prior to sedation, for an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.